Event description:
The complaint received states that during use the presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430 / f48928) had detachment difficulty. The presidio coil was prepped and advanced into the aneurysm without issue; upon placement the coil positioning was confirmed under xray and the coil was detached. Upon retraction it was noted that the coil did not detach. The coil was then reseated into the aneurysm and the mc tension was released the coil was tension was released and the attempt to detached again was completed. The coil did release without issue on the second detachment the physician continued to treat and complete treatment with same box and cable without issue on subsequent coils. There was no report of injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430 / f48928) had detachment difficulty. The presidio coil was prepped and advanced into the aneurysm without issue; upon placement the coil positioning was confirmed under xray and the coil was detached. Upon retraction it was noted that the coil did not detach. The coil was then reseated into the aneurysm and the mc tension was released the coil was tension was released and the attempt to detached again was completed. The coil did release without issue on the second detachment the physician continued to treat and complete treatment with same box and cable without issue on subsequent coils. There was no report of injury to the patient. The coil was implanted on the second detachment attempt. The device positioning unit (dpu) was returned severely damaged; but passed electrical testing. Two contributing factors were found related to the coils nondetachment requiring two detachment attempts. The primary contributing factor most likely occurred when the melted detachment fiber was located above the resistive heating coil¿s socket ring. The most likely root cause of the coil requiring two detachment attempts was due to the coil being temporarily captured by the melting detachment fiber extending above the resistive heating coil¿s socket ring. However; without the return of the detachment control box (dcb) and the connecting cable used in the procedure; it cannot be determined if these components contributed to the complaint event. The secondary contributing factor was the selection of a noncompatible 10 series microcatheter that was used with a 18 series microcoil system. It is possible that the detachment fiber¿s tension may have been compromised during advancement inside the sl-10 microcatheter. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm).¿ the sl-10 microcatheter has an inner lumen of 0.0165¿. The complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time.